Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the customer reported that they have a transfer set where the flex micro lines for ports 2 and 3 are switched and going into the each other's manifold ports. Micro lines 2 and 3 going into wrong manifold ports. No patient involvement.